Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: two (2) events were reported for this quarter. Product return status: two (2) devices were received for evaluation. Evaluation status: two (2) events were confirmed during testing. Two (2) devices were found to be affected by an electrical problem. Product disposition: two (2) devices were repaired and returned to stryker stock. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had run-on. Two (2) events had no patient involvement; no patient impact.